Event description:
The pt reported, that she had muscle cramps in her legs. She stated, that since "june of 2007" she got this feeling from her toes to her head". In the last 2 mos, she had gotten numbness from her shoulder to her fingers. She had not had her pump medication or flow rate changed in over a year. She said, the symptoms were not related to getting her pump filled or being near a refill due date. She stated, she was currently at home in fair condition and took oral morphine every day for the pain. The pump was used to deliver morphine. The pt was urged to contact her hcp. Additional info has been requested, a follow up report will be sent if additional info becomes available.

Manufacturer narrative:
.